Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) late elective replacement indicator message advisory notice issued by abbott on 03 may 2024.

Event description:
It was reported that the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery was required to restore therapy.

Manufacturer narrative:
Correction b5 - original aware date should have been (B)(6) 2025.

Event description:
Original aware date should have been (B)(6) 2025.

Manufacturer narrative:
Further analysis of the event details indicates this is no longer connected to the fsca; therefore, this device is no longer considered reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further analysis of the event details indicates this is no longer connected to the fsca. The ipg lasted longer than 28 days between eri and eos.